Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information was received from the manufacturing representative on 2016-july-11 indicating that the whole system was explanted on (B)(6) 2016. They tried to remove the granuloma and could only remove part of it. At the time of this report, the patient could move her legs like before the operation, the patient could still not walk and had paresthesia in her legs. As examined on (B)(6) 2016, the pump was delivering morphine (concentration 6 mg/ml dose 4.4 mg/day and clonidine (concentration 200 ug/ml, dose 146.7 ug/day). The dose was decreased by 99.2%. The new dose of morphine was 0.0365 mg/day, and clonidine dose was 1.22 ug/day estimated elective replacement indicator (eri) was 66m.

Manufacturer narrative:
Patient code no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-09-11 the representative reported that they did not know if the defecation issue was related to the granuloma or not. As reported, the probability was high that the granuloma was related to the defecation issue but they did not know for sure.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2016-aug-04 indicated that the patient still had paraplegia and could not move her legs. The patient also had a problem with defecation. It was noted that the therapy cannot be effective since the pump and catheter were explanted.

Manufacturer narrative:
The catheter was incomplete and returned in segments as only a proximal section of the catheter was returned. The returned portion had acceptable testing and met specification.

Event description:
Additional information received on 2016-aug-04 indicated that the patient still had paraplegia and could not move her legs. The patient also had a problem with defecation. It was noted that the therapy cannot be effective since the pump and catheter were explanted

Manufacturer narrative:
Information references the main component of the system and other applicable components are: concomitant medical products: product ID: 8709sc, lot# b0842511k, implanted: (B)(6) 2008, product type: catheter.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient in (B)(6) who was receiving morphine (concentration 6 mg/ml, dose 4.4 mg/24hr) and clonidine (concentration 200 mcg/ml, unknown dose) via an implantable pump. Two days prior to this report date, the patient came to the hospital with a weakness/paraplegic in both legs, right more than left. There were no factors that may have led or contributed to the issue. Diagnostics/troubleshooting was done; a magnetic resonance imaging (MRI) revealed a big granuloma at the catheter tip. It was noted that an MRI had been done on 2013 and no granuloma was seen at the catheter tip. Intervention/actions taken; they removed the catheter tip from th 10 to th 12, on the height of the granuloma they couldn't aspirate liquor, on the height th12 the doctor could aspirate liquor. So they decided to leave the catheter tip on th12. There was a normal myelographic with contrast agent. So the catheter and the pump remained implanted, both contained the same medication. The medication and the daily dose remained the same. No further actions were taken because "the patient becomes highly doses of steroids and they want to observe the situation till friday". At the time of this report, the issue was not resolved and patient status was "alive -with injury" the injury was described as "paraplegic in both legs".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information:no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.